Event description:
The customer contact reported the rate and volume to be infused (vtbi) independently changed. The pump was programmed to deliver 25,000u/500ml of heparin at a rate of 16ml/hr with a vtbi 500ml and the delivery was started. After an unspecified length of time, the pump sounded an audible alarm tone and stopped delivering. It was then noted that the pump was not plugged into an ac outlet. After the nurse plugged the device into the ac outlet the rate changed to 100ml/hr and the vtbi changed to an unspecified numeric value. The nurse reprogrammed the device to deliver at the intended rate of 16ml/hr and the delivery was resumed. The pump was removed from clinical service after a replacement device was obtained. There were no reported adverse pt effects. No medical interventions were required.